Event description:
It was reported to the manufacturer, by the end user, per the end user, that tn called in stating that they ordered a lal with bolsters fst delivered air mattress without the bolster. On (B)(6) 2023 at 8pm the patient fell out of the bed and broke her hip and is currently at the hospital. They called in to have a service done on equipment (B)(6) 2023 to have bolsters added to the mattress. Complaint (B)(4) and ra (B)(4) was entered into our system to have the products returned for investigation. As of this writing, the products have not been returned.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.